Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information was obtained indicating that the ipg became inoperable following an unrelated procedure wherein the ipg was not placed in surgery mode and trouble shooting was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
It was reported the patients ipg reached end of life, a representative was unable to connect to the device. Surgical intervention may be pending to address the issue.